Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after experiencing a shock. Upon interrogation of the device, an episode of ventricular fibrillation (vf) was noted. The atrial channel in this episode indicated that the patient went into atrial fibrillation (afib). The ventricular channel displayed an arrhythmia pattern similar to that of the atrial channel and occurring at the same moment. Chest x-ray revealed dislodgement of the right ventricular (rv) lead. The lead was pulled into or near the right atrium, confirming that rv lead had over-sensed afib, diagnosed as vf, and thereafter provided inappropriate therapy. The physician elected to revise the rv lead and the ICD can as there were 6 months remaining on the battery until eri was reached. The rv lead provided intermittent capture. The patient experienced several syncopal episodes prior to the procedure. During the procedure, testing cables and an existing, chronically unused but functional competitor rv lead was used to provide pacing through pacing system analyzer (psa). The physician inserted a straight stylet into the dislodged rv lead and attempted to retract the helix, but the tool would not retract the helix. Possible tissue build-up was suspected which prevented the helix from being retracted. Multiple attempts to pull the lead was not successful. The lead was capped and replaced during the procedure on (B)(6) 2019. The new lead was tested and sensing/pacing values were in range.

Event description:
New information received notes that the patient was feeling dizzy and experiencing some syncopal episodes before the procedure. During the procedure, the patient remained in a sedative state. After the procedure, the patient was doing much better, commenting that they felt ¿normal¿ again.